Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During an attempt to cross a catheter through a completely occluded lesion in the moderately tortuous and severely calcified superficial femoral artery (sfa), the catheter twisted at the transparent section, causing a loss of image. The device was removed successfully from the patient`s body. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
E1: (B)(6).